Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 video submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the samples. Analysis of the sample showed that a leak was observed in the video sample. Bd was unable to determine the cause of the failure without the evaluation of a physical sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore leaked emergency infusion room, leak found during infusion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.